Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: asm0113-03s, serial/lot#: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H3: visual/physical examination and functional testing of the rbt device confirmed the lvdt7 error and found the the jacket was torn. The rbt device was repaired, recalibrated and passed all testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the rbt device was replaced. The system then passed the system checkout and was found to be fully functional. The rbt device was returned and analyzed. Visual/physical examination found the rbt device was not calibrated. The software exports/logs were returned for analysis. Clinical export data file was thoroughly inspected. The log file was examined with respect to all intraoperative fluoro images in order to inspect and understand procedure workflow. Fluoro images were checked and 3d registration was attempted with the registration 3d marker images utilized during the operation on a mazor workstation. Analysis reviewed the planning, registration and the provided fluoro images. When reviewing the planning of the case, a skiving potential was noticed in l5 left. The trajectory planned to enter that facet which can alter the direction of the screw. The registrations were inspected, and no issues were noticed. The manufacturer representative (rep) reported that after the superior deviation was noticed on the left side a second registration was performed and the screws were accurate. This can imply that a shift occurred that can be related to the platform mounting, patient or movement of the rbt. The rep reported that according to the surgeon the clamp was fixated with no movement so the possibility for platform movement decreased. The order of the screws placement was l4 right (accurate) , l4 left (superior) , l5 right (accurate) and l5 left (superior), in case of patient movement it will be expected that all the trajectories will deviate in the same manner, this is why the suspect for patient movement also decreased. The rbt device was returned and confirmed not be accurate as it failed an accuracy test. Analysis reviewed all of the available information and concluded that the most probable cause for the superior deviations can be related to a damaged rbt device. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used intra-operatively of a spinal procedure. It was reported that both right screws were good, but as the surgeon wanted to place the k-wire on the left l4 and l5 screws they could see superior deviation. It was unknown how much the deviation was. The surgeon was doing a lot of x-rays after every step due to previous issues. After a second registration left screws were good as well. The surgeon noted that the clamp was fixed with no movement during the procedure. The cause of the inaccuracy was determined to be the rbt device. After the procedure, the device failed a 27 point accuracy test initially, but then passed a second test. The issue extended the surgical time by less than 1 hour. There was no impact to the patient outcome.